Event description:
Manufacturing ref. #: 219282.

Manufacturer narrative:
A visual inspection of the returned dc/dc & standard connectors printed circuit (pc) board confirmed burned deposits around an electrical component on the pc board. The origins of the deposits are not known. They may be caused by moisture/liquid on the pc board, but this could not be confirmed. The deposits were brushed off and the soldering beneath looked satisfactory. The returned dc/dc & standard connectors pc board was installed in a reference ventilator. During simulated use test ventilation, pre-use checks succeeded and ventilation ran successfully for 48 hours. Deposits on the dc/dc & standard connectors pc board may lead to short circuit which, as a worst case scenario, may lead to power failure and stop of ventilation. Audiovisual alarms will then be generated. The conclusion in this matter is that the returned dc/dc & standard connectors pc board had burned deposits around an electrical component. During simulated test ventilation it worked without deficiency. The root cause for the burned deposits could not be determined.

Event description:
It was reported that the printed circuit board was found burnt after replacement. There was no patient involvement. (B)(4).